Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported that their dexcom transmitter had expired, causing the ilet to enter bg run mode. The patient manually entered bg values into the ilet, with bg trending from 249 mg/dl down to 206 mg/dl and later 158 mg/dl. The patient confirmed they had backup therapy available and planned to obtain a replacement transmitter on monday. No adverse health effects were reported.